Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Apparent noise on lead. Pacing impedances show intermittent values below 200 ohms. Full lead evaluation recommended. Lead remains implanted.

Manufacturer narrative:
Combination product: yes.